Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the infusion set and reverted to an alternate method of insulin delivery. Reportedly, the customer planned to change pump supplies and declined further assistance from tandem technical support. Customers blood glucose was 170-400 mg/dl.